Event description:
Several packages within the hosp marked "enteral feeding tube without stylet" (MFR packaging-labels) found to actually have stylet. Product #'s appear to be the same (e921245) but examination of the products reveals that they appear to have been mislabeled. Potential for esophageal puncture. No pt harm. Product pulled from units.